Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The nurse stated that the patient reported the minicaps had dry betadine in them and patient used them, and that was the cause of the peritonitis. The consumer reported a quantity of 12 minicap in which the sponge in the minicap was brown, but dry. The package was not opened or damaged prior to use. The consumer is using a new box of minicaps with no reported problems. No further information was provided. Treatment was not reported. The patient was recovering from the event of peritonitis. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis with culture positive for enterococcus, klebsiella pneumoniae, e. Coli and proteus was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of a dry minicap was undetermined. A batch review of the potentially associated lot number (gd886127 and gd885301) revealed no exceptions during the manufacturing process. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This is report 1 of 12. The sample is not available. A follow-up report will be submitted if additional information becomes available.